Manufacturer narrative:
(B)(4) - cartridge plate dislodged. The analysis results found that the sw100 device was received in good visual condition without a cartridge loaded. Additionally, a cartridge body broken and jaw were received in a plastic bag; in addition the cartridge plate and suture were not received. Due to the condition of the cartridge body, no functional testing could be performed. In an attempt to replicate the reported incident, the device was tested for functionality with a test cartridge. Upon functional testing of the device, it was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and it properly formed the knot. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nissen procedure, the doctor said the device would not load properly for his procedure. Case completed with another device of the same product code. There were no patient consequences reported.